Event description:
This peritoneal dialysis (pd) patient reported being diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the clinic on (B)(6) 2025 due to diarrhea, abdominal pain, and a cloudy pd effluent bag. The symptoms had been occurring for 24 hours. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) cefazolin 1.5g daily until (B)(6) 2025. The cultures resulted positive for staphylococcus epidermidis. The cause of the peritonitis event is unknown. The patient denies any contamination event. The patient did not require hospitalization. The patient is continuing ccpd therapy during recovery.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
This peritoneal dialysis (pd) patient reported being diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the clinic on (B)(6) 2025 due to diarrhea, abdominal pain, and a cloudy pd effluent bag. The symptoms had been occurring for 24 hours. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) cefazolin 1.5g daily until (B)(6) 2025. The cultures resulted positive for staphylococcus epidermidis. The cause of the peritonitis event is unknown. The patient denies any contamination event. The patient did not require hospitalization. The patient is continuing ccpd therapy during recovery.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this peritonitis event. Although a cause of the patient¿s peritonitis was not determined, the culture results of staphylococcus epidermidis suggests a breach in aseptic technique. Staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.